Manufacturer narrative:
Product evaluation: the product was not returned for analysis. Product history and batch records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. Additional information was requested and received. The manufacturer internal reference number is: (B)(4).

Event description:
A facility representative reported a lens that was exchanged due to dysphotopsia, double vision and the inability to see following an intraocular lens (iol) implant procedure.

Manufacturer narrative:
Product evaluation: the product was returned. Solution was observed on the lens. The optic is cut into two pieces typical of insertion and removal. The optic has additional small split/cracks near the cut areas. Power and resolution testing could not be conducted due to the extensive optic damage. Product history records were reviewed and the documentation indicated the product met release criteria. The customer indicated the use of a non-qualified viscoelastic. The product investigation could not identify a root cause for the reported complain of "dysphotopsia, double vision". Power and resolution testing could not be conducted due to the extensive optic damage. (B)(4).

Manufacturer narrative:
Product evaluation: the customer indicated the use of a non-qualified viscoelastic. The product investigation could not identify a root cause. (B)(4).